Event description:
The manufacturer received information alleging a ventilator failed the active exhalation verification difference test during service repair. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation at the manufacturer service center the three-way solenoid valve & aecm were replaced to resolve the customer reported fault. In addition the system pca was replaced to resolve the e-206 - evt_soft_power_fail error, and the battery door, base assembly & fio2 door screw were fitted to resolve damage. Performance verification passed.